Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed multiple inaccurate fill estimates. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed a fill estimate of 30 units instead of 227 units. Blood glucose level was 326 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.